Event description:
It was reported that the wake button was difficult to press. Customer pressed the wake button multiple times and the wake button performed as intended. There was no adverse impact to customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.